Event description:
There were no patient issues. This is a product problem. This is the 4th or 5th oxygenator we have had leak during priming. It is noticed prior to any patient use and exchanged. The leak appears to be at the bottom of the fiber bundle. Reason for use: patient undergoing cardiac surgery requiring cpb.